Manufacturer narrative:
Investigation discovered a leak on the exposed portion of the soft cannula. The leakage was due to a tear, which caused the fluid to divert towards the tear and away from its intended fluid path. The downloaded data does not show any timeouts or drive stalls during its run. No other damage or abnormalities were observed with the device that could affect insulin delivery. Although damage was observed to the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. As treatment, a bolus was delivered and a new pod was applied.